Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor communication error and a software error. The patient's blood glucose at the time of incident was 9.1 mmol/l. Troubleshooting was initiated. The customer cleared the alarms. A normal bolus was programmed into the air and the amount was recorded in the daily history. However, the customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump error 4 and 53 were found in the pump history due to a software error. The pump was received with a scratched case, a pillowing keypad overlay, a cracked right button keypad overlay, a scratched keypad overlay and minor scratches on the lcd window.